Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was and unseated electrode belt connector from the j1001 connector on the ca board, and physical damage to the monitor enclosure. The root cause for the unseated connector could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
4/9/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient's monitor was displaying a service code 204 (belt/monitor unusable).